Event description:
It was reported that the patient experienced a syncopal episode and presented to the clinic. It was noted that the patient had a fractured bone in the face as a result of the fainting episode. It had not been diagnosed if heart rate or blood pressure was the primary cause of the syncope. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.